Event description:
On (B)(6) 2010, patient reported the infusion device gave e2 battery depleted error without giving an a2 low battery alert first. Battery and battery cover were installed on (B)(6) 2010. Patient received e2 battery depleted on day of report. Alarm history was verified and there was no a2 low battery alert. Infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a healthcare professional or second party to address the issue.